Manufacturer narrative:
The reagent lot number is 86116801 with an expiration date of 31-may-2026. The calibration was acceptable. The qc was not acceptable. The field service representative found that the sample probe was soiled. He replaced the sample probe, checked alignments, and increased the external rinse volume. He performed a successful precision test. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable calcium gen.2 results for 2 patient samples on a cobas c 503 analytical unit. Patient 1: on (B)(6) 2025, the initial result was 4.3 mg/dl, and on (B)(6) 2025, the repeated result was 8.40 mg/dl. Patient 2: (B)(6) 2025 the initial result was 4.90 mg/dl, and on (B)(6) 2025, the repeated result was 9.29 mg/dl. The initial results were obtained on module a, and the repeated results were obtained on module b. The samples were repeated because the physician questioned the results. Neither result was believed to be correct. This medwatch will apply to the cobas c 503 analytical unit with serial number (B)(6) (module a). Please refer to the medwatch with a1. Patient identifier (B)(6) for information related to the cobas c 503 analytical unit with serial number (B)(6) (module b).